Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that during the implant procedure, the right ventricular lead exhibited high impedance. The lead was no longer used.